Event description:
Customer called to report a hospitalization due to low blood glucose. Customer received the reservoir letter. The blood glucose reading is 69 mg/dl. Customer has treated with food. Customer has been hospitalized several times due to low blood glucose. The customer was found passed out and was transported to hospital. The blood glucose reading at the time of the event was 30 mg/dl. During troubleshooting, programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.